Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found excessive force applied during anchor deployment may result in damage to the tissue, to the material being fixated, or to the anchor. A review of risk management files found that the reported failure was documented appropriately. A clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a regenten surgery the cannula of the bone anchor inserter was not retracting completely and the bone punch pins stucked to the regeneten implant so the implant ripp in half. All the pieces were removed using tweezers. The procedure was completed without a significant delay using a back-up device. No other complications were reported. Patient¿s health was not affected. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.